Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, shortly after implant, increased pacing thresholds were observed on this patient's right ventricular (rv) lead. A revision procedure was performed and the rv lead was repositioned. Good measurements were observed through the pacing system analyzer but noise was seen when the rv lead was reconnected to this pacemaker. The noise was oversensed and resulted in pacing inhibition but no asystole. The lead was repositioned again with the same results. The physician elected to replace the device. The rv lead remains in service and this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.